Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8116700. Model: sc-8116-70. Serial: (B)(4). Batch: 130287.

Event description:
It was reported that the ipg was no longer functioning as intended. No device malfunction suspected. During the procedure to replace the ipg, there were issues with the screw and high impedance was also discovered on the lead. The physician had to cut the lead and the ipg was removed. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1416 (sn: (B)(6)) the returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics. Sc-8116-70 (sn: (B)(6)) the returned lead was analyzed and visual inspection revealed that the distal array was detached from the lead body. The silicone over mold was sheared off between the contact sleeve of e8 and the retainer sleeve, and the contact sleeve of e8 showed a severed indentation caused by the set screw. With all the available information, boston scientific concludes that the reported allegation of high impedance was discovered on the lead was confirmed. This suggests that the lead was not fully inserted in the ipg header. When contacts were not properly aligned in the ipg header, it caused high impedance readings. Therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the ipg was no longer functioning as intended. No device malfunction suspected. During the procedure to replace the ipg, there were issues with the screw and high impedance was also discovered on the lead. The physician had to cut the lead and the ipg was removed. The patient was doing well postoperatively. Additional information was received that the remaining part of the paddle lead was abandoned and will not be explanted.